Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent an open reduction internal fixation procedure for diaphyseal fracture of the tibia on (B)(6), 2022, using the tna system. The entry approach was lateral parapatellar approach. When the surgeon checked the devices before the surgery, it was confirmed that the devices did not interfere with the nail and passed through the nail. However, during the procedure, the drill bit hit and interfered with the nail hole while drilling the distal ml hole at proximal tibia. The drill bit slightly passed through the nail hole, so that the assistant physician lifted the insertion handle slightly and applied tension, and the surgeon drilled the contralateral cortex. The screw was inserted smoothly. The surgery was completed successfully with less than thirty minutes delay. Patient was stable. This report is for an unknown tibial nail. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown tibial nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Date of concomitant therapy is (B)(6) 2022. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.